Event description:
Reported via watchman patient call center. It was reported that vessel perforation occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 35 mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The closure device was implanted successfully on (B)(6) 2026. When the physician was removing the device from the patient groin the right artery was nicked. The patient leg swelled, so the nurse alerted the physician. A scan with contrast was completed and discovered a slow leak. There were no concerns reported for the implant itself. The patient was concerned about the recommended medication regimen, so the call center encouraged the patient to reach out to the physician. A follow up appointment is scheduled for (B)(6) 2026, so patient will ask questions then.